Event description:
During a standard f/u, the physician was not able to access the programming parameters of the rv lead, whereas atrial ones were accessible. Physician had to reboot the programmer then interrogate the device in order to be able to program the parameters of the rv lead.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.